Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: code event at 1900, with rosc achieved after approximately 15. Following resuscitation, air bubbles were noted in the IV tri set distal to the red port where code medications had been administered. An air pocket was also visualized in the lipid infusion line near the connection site, raising concern for a possible air embolism. Head ultrasound revealed pneumocephalus, and telemetry review was suspicious for a coronary event. PICC dressing was taken down and the entire line setup was changed and preserved. Notably, a cap and line change had been performed approximately 50 minutes prior to the arrest. All of this resulted in the patient passing away.